Event description:
It was reported that the right ventricular (rv) lead had insulation damage and there was noise and short ventricle-ventricle (v-v) intervals noted. Therefore the pace/sense portion of the rv lead was capped and replaced with a new pace/sense lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).